Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic procedure for esophageal dilatation and stent placement. The pt anatomy has been altered, due to "numerous previous surgeries" (dates and procedures not available). The pt is status post gastric bypass (roux-en-y gastric bypass surgery). Strictures are located in the distal esophagus and the distal pouch. Passage of the scope was reported as "very tight" due to the strictures. The polyflex esophageal stent was not deployed. The clinician was unable to position the stent delivery system. The clinician then performed rigid dilatation to the stricture. A subsequent attempt to position the stent delivery system was not successful. The procedure was not completed. The clinician was unable to determine if the perforation was a result of the attempted stent placement, rigid dilatation or from the scope. The pt condition is reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, we are not able to determine the relationship between this device and the cause for this event.